Event description:
It was reported that the core impaction drill overheated during a procedure. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was discovered in the motor, bearings, and housing.